Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open in the middle section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left internal carotid artery c4 segment with a max diameter of 6.3mm and a 4.1mm neck diameter. The landing zone was 4.3mm distally and 4.9mm proximally. It was noted the patient's vessel tortuosity was severe. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure was normal. It was reported that after the distal end of the stent was deployed, they started to withdraw the delivery guide wire and deployed the middle section. However, the middle section of the stent could not be opened at the bend site. Continued to deploy the distance, and performed swinging with overall tension reduction and tension increase. The device sill couldn't be opened. After communicating with the surgeon, the stent was removed and replaced. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Product analysis: the braid¿s distal and proximal ends were opened and frayed, while the braid¿s middle part was fully opened and had no damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.